Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl and a fractured right arm. Low bg cause was not known. Customer went to the emergency room and was subsequently hospitalized. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.